Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is close to the outermost layer of skin, which could result in erosion; therefore, a revision surgery was performed to remove the pump and implant a new one in a different location. There were no patient complications reported.